Manufacturer narrative:
The sureform 60 stapler reload and instrument used during this event were not received for failure analysis investigations. The staple logs for this procedure were reviewed. The logs show the 1st sureform 60 stapler instrument (part number 480460-12, lot number k11260115-0403) was installed on the system 4 times and fired 4 blue reloads. On each install, all clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. The logs show the 2nd sureform 60 stapler instrument (part number 480460-12, lot number k11260115-0405) was installed on the system 6 times and fired 6 reloads (4 blue, followed by 2 white). On each install, the first clamp was successful. On installs 1-4, the firings were completed with no pauses for compression. On installs 5 and 6, the firings were completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the sureform 60 staler instrument fired an unspecified colored reload and placed a hole in the stomach tissue. This event occurred as the surgeon was firing the stomach, but rather than cut and complete the staple line, the stapler appeared to drag the tissue. This resulted in a hole of the stomach. The surgeon had to resect a larger portion of the stomach tissue. The procedure was completed and the patient went to recovery. Multiple attempts to obtain additional information have been made; however, no further details have been received.